Manufacturer narrative:
Evaluation on-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no sample are available. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle fell off thread during suturing. Fell into the operating field, was located.